Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The pm was explanted and replaced. There were no patient consequences.